Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The proximal segment of the lead was returned. The conductor coils were stretched and the insulation has been torn at distal end of the terminal assembly. It appears that the force used on the lead in this area exceeded the strength of the insulation. The allegation against the lead was confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead had insulation damage. The lead was partially abandoned. No adverse patient effects were reported.